Event description:
Initial result for a pt t4 was 4.72 ug/dl. When the same sample was repeated on another instrument the result was 6.43 ug/dl. The field service representative found the sipper flow path was obstructed and repaired the instrument by clearing the obstruction.